Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was in the range of 400 mg/dl at the time of incident because customer was not receiving insulin. The customer treated high blood glucose with pens or syringes. The customer's mother was reported that the reservoir did not lock in place of the insulin pump. The customer's mother was reported that reservoir compartment opening was cracked of the insulin pump. The customer's mother was reported that the insulin pump was dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery anomaly due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.